Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had externalized coils and there was a subclavian vain occlusion. The ra lead was explanted and not replaced. No further patient complications have been reported as a result of this event.